Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge board. System operates as intended.

Event description:
The customer reported the cine function is not working. No pt injury was reported.